Event description:
User facility mandatory medwatch report rec'd that stated: "nurse plugged pump in. She stated that it immediately shocked her, and she let go of the cord. Prongs from the ac power cord were noted to have separated from the plug and were still in the wall outlet. Pt was not connected to the pump at the time." Upon further query, the following info was provided that indicated the customer contact reported a shock. At 1530, it was reported that as the nurse plugged the device into the ac power outlet prior to clinical use, the nurse's hand was shocked. The nurse dropped the ac power cord, and noted that the prongs from the ac plug were no longer inside the ac plug housing, but remained inside the ac power outlet. At 1718, the nurse was treated with 2 vicodin (5mg/500mg) tablets in the emergency dept for reported pain and tenderness to the index finger. There were no reported adverse sequelae to the nurse. At an unspecified time, the device was removed from clinical svc and the ac power cord prongs were removed from the ac power outlet. Though requested, no add'l info was provided.

Manufacturer narrative:
Attachment: user facility mandatory medwatch report. The device was rec'd. Investigation is not complete.